Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h3, h6: product investigation: the photographs provided were reviewed, however the provided evidence was not sufficient to confirm the reported event of inability to assemble/disassemble . Functionality issues cannot be evaluated through a photo investigation. H3, h6: product investigation: the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the coupling end of the chisel-flat-curved w/16 is bent causing to not assemble correctly into the mating device. A dimensional inspection was not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the chisel-flat-curved w/16 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: device history record (DHR) review conducted: part# 397.930 lot # 2031883 manufacturing site:, werk selzach logistik supplier; (B)(4) release to warehouse date: 08 feb 2023 expiration date: na a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the device chisel, flat, curved, width 16 mm is unable to attach to handle with quick coupling properly. Other chisels available in the set are able to attach to the handle firmly but the reported item chisel, flat, curved, width 16 mm is unable to attach firmly. The chisel comes off easily from the handle. There was no patient involvement. During manufacturer's investigation of the returned device it was identified that the coupling end of the chisel-flat-curved w/16 is bent causing to not assemble correctly into the mating device.